Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred after the pump had reset. There was no impact to the customer's blood glucose levels. Customer reverted to manual injections for management of blood glucose levels.